Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The unit was returned for an evaluation. The device does not operate as intended due to missing components, leaks, and heavy contamination. The device requires repair and maintenance.

Event description:
This report was originally submitted on 10/17/2018, and is being resubmitted on 4/8/2020 as the original submission failed to go through. The oxygen concentrator had been working correctly, and was given its periodic service on may 18th 2017. It appears to have stopped working afterwards. The device user was found in a deteriorated state, and according to her husband, no gas was coming out of the mask attached to the concentrator. Sadly, the device user passed away on (B)(6) 2017.

Manufacturer narrative:
We are attempting to get the unit back for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The oxygen concentrator had been working correctly, and was given its periodic service on (B)(6) 2017. It appears to have stopped working afterwards. The device user was found in a deteriorated state, and according to her husband, no gas was coming out of the mask attached to the concentrator. Sadly, the device user passed away on (B)(6) 2017.